Event description:
Patient was implanted with an unknown implant and ethicon stainless steel suture implant on (B)(6) 2011 for a left elbow fracture repair. Since (B)(6) 2012, the patient reports that she was experienced pain, sensitivity to touch, "elevated blood level indicative of infection", and insomnia. Patient was returned to the operating room on an unknown date for removal of the synthes unknown hardware. The ethicon stainless steel suture was left in place and the patient remarked that her revision orthopedic surgeon is recommending that a trauma surgeon perform the removal/revision of the ethicon suture. It is unknown what synthes hardware was implanted. No further information will be provided at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.